Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)s attempted, but was not implanted. The atrial electrograms were of poor quality and p waves were lower than the prior device and through the analyzer. The physician determined there was a problem with the sensing integrity. A different ICD was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.